Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown. Customer stated that the body sweat. Customer reported that display was blank currently. Customer stated that display was not blank less than 30 seconds and did not return. Advice customer to remove the battery and customer stated the insert battery alarm did not display on the insulin pump screen. Customer stated that the contact on the battery cap was neither missing nor damage nor corroded. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated the display did not return after insulin pump restart. Troubleshooting was performed for blank display. Customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed the sleep current measurement, active current measurement self test and displacement test. No blank display noted during testing. Device functioning properly. (B)(4).